Manufacturer narrative:
The 1000 triple bend swivel insert subject of the reported event was returned for evaluation. Evaluation results determined that the tip breakage may be attributed to the instrument being dropped prior to the patient procedure or mishandled by user facility personnel. The reprocessing of hu-friedy dental hand instruments and accessories states (section 3.2), "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not further use damaged instruments." The device history record (DHR) for the subject lot was reviewed and no abnormalities were noted. The return rate for the instrument is low.

Event description:
User facility reported that insert broke during cleaning. Patient went for x-rays. X-rays were negative.